Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed the right ventricular (rv) lead exhibited noise. No intervention was performed. The patient was in stable condition.